Manufacturer narrative:
It was determined on analysis that the radiofrequency(rf) head tested out of specification due to contamination / corrosion. Due to extensive repairs the rf head will be scrapped. A replacement rf head was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency (rf) head which was returned as an associate device tested out of specification during manufacturers analysis.